Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) device developed a hematoma. A revision was performed and pocket was revised. The device remains in service. No additional adverse patient effects reported.